Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties occurred. The target lesion was located in the right coronary artery (rca). The physician advanced the 3.0x15mm quantum apex balloon catheter on a non-bsc guide wire to the rca, and the balloon was inflated to 20 atms. Upon removal the physician encountered resistance withdrawing the deflated balloon over the guide wire. The quantum apex became "sticky" against the non-bsc guide wire. The system was removed as a unit intact. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).